Manufacturer narrative:
The initial result obtained by the customer was confirmed on another instrument, and the result again confirmed internally. Heterophilic antibodies are not present within the patient specimen, confirmed by heterophilic blockers and a dilution panel. Please note that ctni assays are not standardized and therefore values cannot be directly compared between different methodologies. Factors such as calibration and standard materials, antibodies used, and detection methodologies contribute to biases observed and therefore warrant the need for determination of the 99th percentile upper reference limit/cutoff for each individual assay. The customer stated they are operational. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens has requested the message logs be returned for investigation. The customer has stated that they are operational. The cause of the event is unknown.

Event description:
The customer reported false positive troponin results run twice on the stratus cs when compared to a non-siemens lab analyzer. There was no report of injury due to this event.